Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation, ¿looking lower than the other" and "feeling a little something." Patient additionally reported ¿color of urine different¿ and ¿sensations in body¿ not related to the device. The device remains implanted.